Manufacturer narrative:
The company service representative examined the system and found the system message reported in the event log. The supervisor pcb was replaced and sent for in-house evaluation. The system was then tested and met all product specifications. The supervisor pcb has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4).

Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "system message displayed" (device displays error message). The nurse reported a system message displayed while switching from fluid to air. The system was rebooted and the case was completed. The surgeon mentioned that he noticed the lights dimming just before the system message displayed. No patient injury was reported.